Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed that the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had premature battery depletion as the device only lasted three years and two months with outputs programmed very low. It was noted that the alert for recommended replacement time (rrt) - battery voltage low was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4), implantable pacing lead, (B)(6) 2005; (B)(4), implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.